Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a stenosed and calcified lesion in the right superficial femoral artery. Following pre-dilatation with a 6mm unspecified balloon catheter, a 5.5x120mm supera self-expanding stent system (sess) was deployed per the instructions for use. The sess was removed under fluoroscopy; however, resistance was felt with the anatomy and the tip separated. A snare device was successfully used to remove the tip. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 2577 labeled 4012 labeled . Internal file number - (B)(4). Evaluation summary: a visual inspection was performed, and the reported tip separation was confirmed. The reported difficulty to deploy and difficulty to remove were unable to be confirmed due to the device condition. The reported difficulty with the thumbslide was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. In this case, based on the reported information, it is likely that during stent deployment the device met resistance with the anatomy that was reported as stenosed and calcified likely resulting in the deployment issues. As the device was being retracted, the device encountered resistance with the anatomy resulting in the difficulty to remove and likely causing the tip to get caught in the anatomy resulting in the tip/tip jacket separation and noted subsequent damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: difficulty deploying the 5.5x120mm supera stent was felt and there was difficulty pushing the thumbslide during deployment. No additional information was provided.